Event description:
A medtronic representative reported that prior to the start of a spine procedure, in pre-op, the site noted their spine clamp was damaged. The threads appear to be damaged and the clamp will not tighten down properly on the pin. A second instrument was brought in and used to continue. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information provided.the device was returned to the manufacturer for analysis and showed signs of physical damage. The screw threads on the clamp were damaged and the screw would no longer turn. The clamp was open to about a 1/4" gap. The reported event was confirmed. The most likely cause of the report was over-torquing the device during use. The device was replaced to resolve the issue.

Manufacturer narrative:
Patient information was not made available from the site. Return requested. Replacement percutaneous spine clamp shipped to site (B)(4) 2014. No parts have been returned to manufacturer for analysis.